Manufacturer narrative:
The qc was within lab's established ranges prior to and post the event. On (B)(4) 2010, a bci field service engineer (fse) found precipitant in the cl port of flow-cell. Fse cleaned and replaced the cl electrode. Fse replaced valves and flushed line on the vacuum to the electrolyte injection cup (eic). Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) results on two patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on an alternate unit and lower results were obtained. Patient treatment was not initiated or withheld based upon the erroneous high result reported.